Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, it was confirmed there was a broken blue retainer. The broken blue retainer was the root cause of reported failure mode, purge disc not detected. The purge disc retainer was replaced, and a functional check was performed; before the console was returned to the customer. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that during a case set up with the automated impella controller (aic). A tear was noticed in the rubber near the purge disc and would not recognize the disc. A loaner device was sent to the customer. No report of patient involvement, injury, or harm.